Event description:
It was reported there was left lead and extension exposure. The patient had tenderness behind left ear with intermittent drainage described as ¿crusting over.¿ it was noted a scab was seen behind the left ear on (B)(6) 2013. Two days later surgical intervention was initiated. Surgical treatment with staple closure of skin was noted. It was also noted it was observed to be completely healed. It was noted the event resolved without sequelae on (B)(6) 2014. The event was noted as possibly related to device or therapy and possibly related to implant procedure. Additional information reported the left lead and extension had skin erosion.

Manufacturer narrative:
Cocnojitant products: product ID: 3389s-40, lot# v750324, implanted: (B)(6) 2011, product type: lead. Product ID; 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).